Event description:
It was reported that a radix anker post separated approx sixteen months after placement. The separated piece was retrieved and the post replaced.

Manufacturer narrative:
While there is no indication that patient injury occurred, with corrective action consisting of replacing the post with a new one, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.